Manufacturer narrative:
The lot of the device involved in the reported event was not provided therefore we were unable to review the lot manufacturing records. The device was requested but to date it was not received it.

Event description:
A report from a facility in (B)(6) stated that the surgeon observed a particle in the eye while operating. The particle was white and visible to the naked eye there was no report of injury or consequences to the patient.